Event description:
Bd safe wing set - safety device did not fully retract needle. Employee was stuck on left palm. Tp was drawing pt morning labs from pt's left hand and engaged the safety device which did not fully retract the needle. Tp was stuck in left hand. Reason for use: lab draw.